Event description:
On (B) (6) 2008, the patient was implanted with a gore excluder aaa endoprosthesis. On (B) (6) 2009, a reintervention occurred. The patient was implanted with an additional gore excluder aaa endoprosthesis. Further investigation is in process.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is in process.